Event description:
Pt was having a shoulder arthroscopy. Metal shaving were noticed in the joint per surgeon while shaving with arthrex shaver. Settings were checked and were appropriate. Joint was washed out thoroughly per surgeon. No harm to patient. Device not received by clinical engineering. If received will return to manufacturer for analysis.